Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pain was not related to a device malfunction but the patient felt better when it was removed from the left ventricle.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered from pain in the left arm. As the right ventricular (rv) lead was potentially misplaced in the left ventricle, the lead was explanted and replaced. No further patient complications have been reported as a result of this event.